Manufacturer narrative:
The home pt discarded the sample.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 that appeared on the homechoice (hc) unit during drain 2. The pt line became disconnected from the transfer set. The technical service representative (tsr) explained the message to the home pt (hp). The hp will start over again using new supplies. The hc unit was operational. No pt injury or medical intervention was reported.